Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, the impella cp displayed inaccurate and unreliable placement signal values. It was noted that the red placement signal appeared intermittently throughout the case. No signs or symptoms of patient injury were reported, and there was no harm associated with the event. The device was successfully explanted following weaning. The explant was not considered premature and was unrelated to the reported complication. The patient¿s outcome at the time of explant was survived. It was also reported that the device was discarded and will not be returned for investigation.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.